Manufacturer narrative:
The pipeline flex has been returned to the manufacturer and evaluation is currently in progress. A follow up MDR will be submitted when evaluation is complete. All mdrs related to this event: 2029214-2016-00376.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The aneurysm had a max diameter of 18mm and neck diameter of 6mm. Landing zone artery size was 4.2mm distal and 4.89mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. At deployment of the pipeline flex, it was reported that the device did not open in the distal section; the middle section began to open but the proximal section was also constrained. The physician resheathed the device two times as well as manipulated the microcatheter; the issue was not resolved. The pipeline flex was resheathed and removed from the patient. Finally, a new device was placed successfully. Post-procedure angiographic result showed partial stagnation in the aneurysm. There was no report of patient symptoms or complications as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative - the pipeline flex was returned for evaluation. As received, the pipeline flex braid was not attached to the pushwire. The pipeline flex braid was observed to be fully open with fraying on both ends. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal and proximal ends was not confirmed. The cause for the reported experience could not be determined as the pipeline flex braid was observed to be fully open. It is possible that the patient anatomy and the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per the instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.